Event description:
It was reported that the implantable cardioverter defibrillator (ICD) saw far-field oversensing on the atrial channel and undersensing of atrial signals. Technical services (ts) was contacted, and ts discussed solutions. The ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating oversensing of noise, likely electromagnetic interference (emi), was seen on the ICD, resulting in brief asystole. The ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) saw far-field oversensing on the atrial channel and undersensing of atrial signals. Technical services (ts) was contacted, and ts discussed solutions. The ICD system remains in service. No adverse patient effects were reported.